Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse calibrated the system. The logs and movement with training instruments were smooth and clear. The issue may have been related to a damaged cannula. No parts were replaced. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer could not push an instrument into the patient and experienced resistance on the universal surgical manipulator (usm) 4. The customer used different instruments, but none would advance downward. The staff then considered whether the cannula was causing the issue; however, no alternate cannula was available to test. An intuitive surgical, inc. (Isi) technical service engineer (tse) requested the customer to remove the sterile adaptor (sa) on usm 4 and inspection of the rail for deformation, loose screws, or any drape material or debris obstructing movement; no visible issues were found, though resistance persisted. The system showed no errors, and the instrument was recognized and ready. The procedure had continued using three arms, and usm arm 4 had been undocked and moved out of the operative field. The procedure was continuing as a three-arm procedure with no reported injury.